Event description:
Upon mixing cement in a normal fashion, a clicking and catching was noticed. The cement advanced to the end of the delivery device, but the doctor was unable to get any cement to come out of the end. Upon looking over the device, it was noticed that the plunger was hubbed and at its limit to deliver cement while not yet delivering any cement. A second device had the same error. A third device was used successfully and the case was completed. Per site, the manufacturer would like to obtain the equipment for review.